Event description:
Customer's spouse inquired on how to use carelink. It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 360 mg/dl. It was reported that two days worth of insulin was delivered into customer's body at one time. Customer's blood glucose dropped to 19 mg/dl. Paramedics were called and blood glucose went back up to 131 mg/dl and then fell again to 15 mg/dl. Customer was hospitalized for ten days in the intensive care unit and was still hospitalized at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.